Event description:
The patient reported high blood glucose levels (over 250 mg/dl) despite multiple attempts to bolus using the pod. When the patient checked the cannula was not inserted into the infusion site correctly. The patient sought medical attention and was admitted to the emergency room (ER) for approximately 3 hours, receiving intravenous (IV) fluids. The exact date of the ER visit and discharge date were not provided. The patient noticed swelling at the pod site, but the healthcare provider indicated it was not a concern.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.